Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the patient experienced diabetic keto-acidosis on an unknown date. The call was disconnected before further information and troubleshooting could be performed. Attempts to follow-up with patient were unsuccessful. There are no further reported incidents. This report is made because the pump cannot be ruled out as a cause or contributor to the diabetic keto-acidosis.